Event description:
It was reported to philips that the device fails the defibrillation test with a paddle error. There was no report of patient involvement.

Manufacturer narrative:
The field service engineer (fse) evaluated the device. When performing the operational check, one of the results was defibrillation failure and this is characteristics of a low capacity of the high voltage capacitor. The device needs a high voltage capacitor, 453563338331. Upon conclusion of the evaluation, it was determined that this was a malfunction of the high voltage capacitor. A quote for the high voltage capacitor were given to customer.